Event description:
Burns and blisters all over her lower back, noticed 4 blisters from 4 disks received 2nd degree burns [burns second degree]. Used the heatwrap overnight while she was sleeping, used the heatwrap for 24 hours [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer on behalf of her mother. A (B)(6)-year-old female. Patient started to use thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2015 at an unknown frequency for back pain. Medical history included uncomplicated diabetes from an unknown date in 1996 and ongoing, drug allergy to tetracycline, obesity, esophageal reflux, former smoker and osteopenia from (B)(6) 2011. Concomitant medications included insulin aspart (novolog) 100 unit/ml insulin pump from an unspecified date for diabetes, minimed infusion from an unspecified date used as directed for diabetes and albuterol sulfate hfa 90 mcg/actuation aerosol inhaler at 2 puffs by inhalation route every 4-6 hours as needed for an unspecified indication. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effects and tetracycline from an unspecified date for an unspecified indication and the patient experienced itching. On (B)(6) 2015, the reporter stated her mother applied the heatwrap around 7 a.m. The patient wore the heatwrap all day and it was still a little warm so she wore it to bed. The reporter mentioned her mother used it several times, but it never burnt up. The patient did not feel it was getting too hot. When the patient woke up on the morning of (B)(6) 2015, she removed the heatwrap around 7 a.m., took a shower and noticed she was in pain. She looked and there were burns and 4 blisters from 4 of the heatwrap discs on her lower back on the right side. The patient called a physician and was advised to go to an immediate care center since she is a diabetic. She reported the immediate care center told her she had second degree burns. She was started on keflex with instructions to apply neosporin and cover the burns after washing them. She did not know whether there was any drainage of pus from the burns and blisters. The patient was seen by her physician on an unspecified date. The physician reported the patient had 4 second degree burn areas on her back with no signs of infection. The physician advised the patient to apply silver sulfadiazine 1% topical cream applied topically every day at 1/16 inch (1.5 mm) thick layer to entire burn area and return in 1 week. The patient began treatment with silver sulfadiazine 1% topical cream on (B)(6) 2015. The reporter stated the product was not prescribed to her mother by any physician and it was bought over the counter. Lab data included dexa scan on (B)(6) 2013: results of which were osteopenia and a t score of -1.6; blood pressure 139/84 mmhg; body temperature 97.0 deg f, 36.1 deg c via ear; pulse 77; and body mass index (B)(6). The reporter assessed her mother's skin tone as light or fair. She stated her mother did not have sensitive skin or any abnormal skin conditions. The patient did not use any creams, rubs or gels under the wrap. The reporter mentioned that she did not know if there were any defects in the wrap like cuts, tears, leaks or holes as she did not have the product with her. She reported her mother did not change or modify the wrap in anyway. She did not use more than 2 layers of clothing over the wrap. The patient had previously used other heat products for pain relief, a heating pad, with no adverse effect. She did not engage in exercise while using the heatwrap. The patient did not read the usage instructions before using the product as she stated she's been using the product for years the same way. Therapeutic measures taken included cleaning the area followed by application of neosporin antibiotic cream, bandage and application of silver sulfadiazine 1% topical cream to the burn areas. Action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Clinical outcome of events was resolving (reported as still healing). Follow-up ((B)(6) 2015): new information received from a contactable consumer includes: concomitant medication, updated suspect product, suspect product start/stop dates, event onset date and events outcome. Follow-up ((B)(6) 2015): new information received from a contactable physician includes: patient details, medical history, concomitant medications, lab data, updated event onset date, additional therapeutic measures taken and medical confirmation. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events burn blister and device mis use as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day (B)(4) and 30-day FDA reportability. Case comment: based on the information provided, the events burn blister and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day (B)(4) and 30-day FDA reportability.

Event description:
She got burns and blisters all over her lower back/noticed 4 blisters from 4 of the dish on right side/4 blisters from 4 disks received 2nd degree burns [burns second degree]. Used the heatwrap overnight while she was sleeping, used the heatwrap for 24 hours [device misuse]. Case description: this is a spontaneous report from a contactable consumer on behalf of her mother. A (B)(6) caucasian female. Patient started to use thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2015 at an unknown frequency for back pain. Medical history included diabetes from an unknown date in 1996 and ongoing. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effects. Concomitant medications included insulin as part (novolog) insulin pump from an unspecified date for diabetes. On (B)(6) 2015, the reporter stated her mother applied the heatwrap around 7 a.m. The patient wore the heatwrap all day and it was still a little warm so she wore it to bed. The reporter mentioned her mother used it several times, but it never burnt up. The patient did not feel it was getting too hot. When the patient woke up on the morning of (B)(6) 2015, she removed the heatwrap around 7 a.m., took a shower and noticed she was in pain. She looked and there were burns and 4 blisters from 4 of the heatwrap discs on her lower back on the right side. The patient called a physician and was advised to go to an immediate care venter since she was a diabetic. She reported the immediate care center told her she had second degree burns and to apply neosporin and cover the burns after washing them. She did not know whether there was any drainage of pus from the burns and blisters. The reporter stated the product was not prescribed to her mother by any physician and it was bought over the counter. The reporter assessed her mother's skin tone as light or fair. She stated her mother did not have sensitive skin or any abnormal skin conditions. The patient did not use any creams, rubs or gels under the wrap. The reporter mentioned that she did not know if there were any defects in the wrap like cuts, tears, leaks or holes as she did not have the product with her. She reported her mother did not change or modify the wrap in anyway. She did not use more than 2 layers of clothing over the wrap. The patient had previously used other heat products for pain relief, a heating pad, with no adverse effect. She did not engage in exercise while using the heatwrap. The patient did not read the usage instructions before using the product as she stated she's been using the product for years the same way. Therapeutic measures taken included cleaning the area followed by application of neosporin antibiotic cream and a bandage. Action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Clinical outcome of events was resolving (reported as still healing). Follow-up ((B)(6) 2015): new information received from a contactable consumer includes: concomitant medication, updated suspect product, suspect product start/stop dates, event onset date and events outcome. Company clinical evaluation comment: based on the information provided, the events burn blister and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn blister and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Event description:
She got burns and blisters all over her lower back [burns second degree]. Used the wrap overnight (last night) while she was sleeping [device misuse]. Case description: this is a spontaneous report from a contactable consumer on behalf of her mother. A (B)(6) years-old caucasian female patient started to use thermacare heatwrap (thermacare heatwrap), from an unspecified date to an unspecified date at an unknown frequency for back pain. Medical history included diabetes from an unknown date and unknown if ongoing. Past product history included thermacare but did not face any problems or side effects. The patient's concomitant medications were not reported. It was reported that her mother was wearing a thermacare when she went to bed which they had done for years now and she had burns and blisters all over her lower back where she wore it on an unspecified date in 2015. The consumer mentioned that her mother used it several times; but it never burnt up, she did not feel it getting too hot, but today she woke up this morning, she was in pain and looked and there were blisters on it. The consumer mentioned that it was on the lower back on the right side and there were three blisters and two burn marks, there 2 blisters and 1 burn mark and there was another blister and 1 burn mark. The consumer did not know whether there was any drainage of pus from the burns & blisters. The consumer mentioned that there was pain and it hurts. The consumer mentioned that the product was not prescribed to her mother by any physician and it was bought over the counter. The consumer mentioned her mother's skin tone as light. The consumer mentioned that her mother did not use any creams, rubs or gels under the wrap. The consumer mentioned that she did not know if there was any defect on the wrap like cuts, tears, leaks or holes as she did not have the product with her. The consumer mentioned that her mother did not change or modify the wrap in anyway. The consumer mentioned that her mother used the wrap overnight (last night) while she was sleeping. Therapeutic measures taken as a result of burns and blisters all over her lower back included neosporin in abundance. The action taken with thermacare heatwrap was unknown. The outcome of events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events burn blister and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn blister and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.